Manufacturer narrative:
Ccds staff and hcp are in discussion providing additional information concerning the decontamination process and what could cause deforming/creases as well proved an faqs link. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported crease of the mask no longer under the outer seam of the mask, while there isn't a hole in the mask that you can see through, the seam is opened. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.